Event description:
It was reported that the patient with this pacemaker experienced cardiac discomfort. It was subsequently found this pacemaker had reverted to safety mode. Device replacement was scheduled. Additional information provided in safety mode the patient also experienced muscle stimulation. This pacemaker was explanted as expected. Another pacemaker was implanted to complete this procedure. This pacemaker has not been returned at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.